Manufacturer narrative:
Stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues with the hypotube. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The mildly stenosed, 33mm in length target lesion was located in the left anterior descending (lad) artery. A 3.00x32mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The mildly stenosed, 33mm in length target lesion was located in the left anterior descending (lad) artery. A 3.00x32mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.